Event description:
It was reported that the 9800 system displayed a low ma error message after fluoro exposure. It was noted that by selecting any key would bypass the error and cases were continued. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the filament driver, x-ray tube and gib battery. The system was tested and found to be working as intended and placed back into service.